Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an ongoing issue with the pump battery depleting quickly. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.